Event description:
During correlation study, caller states the pt tested 2.5 inr on the coaguchek xs plus system while a comparison lab returned as 2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.